Manufacturer narrative:
It was reported that the suture broke and disassembled. The reported event cannot be confirmed without the return of the complaint device. Visual evaluation identified that the device received was still in its sealed, original packaging. The complaint device was not returned for investigation. As a result the complaint cannot be confirmed (images 1-2). The root cause and most likely probable cause of the reported failure mode is undetermined without the return of the complaint device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an knee arthroscopic procedure, when the surgeon passed the anchor ar-1915ft, the last thread broke and the both sutures disassembled and broke as well. The surgeon then removed all fragments and used another of the ar-1915ft. No patient harm.